Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which showed a picture of the packaging only and therefore, did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system extension set appeared cracked and subsequently leaked. After the set was primed, the nurse "went to put the tubing into the pump" and observed "the filter filled with air when clamped". The nursed noted the line was leaking. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of event: the date of the event was reported as "approximately 2 weeks ago". Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.